Event description:
Per the pt, both her pumps are making random beeping noises. There are no error messages or alerts displayed. There have been no dose interruptions. Both pumps are being returned to msd for maintenance and replaced with new ones. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 100ng/kg/min, frequency: continuous, route: intravenously. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.